Event description:
The homecare provider (hcp) reported the following info: (1) a pt, prscribed 2 lpm, called the hcp and stated the 590 concentrator was not working, but pt would switch to another source of oxygen. (2) hcp called pt 20 minutes later to schedule a time to pick up the concentrator and pt's family member said pt was unconscious and an ambulance had been called. (3) pt expired shortly after arriving at the emergency room. (4) doctor commented that unit may be associated with the incident. (5) add'l info is not known.